Event description:
It was reported that during implant assembly with a 28 mm head and impaction onto the stem, the surgeon experienced increased movement between the liner and the 28 mm head. Selected a new self-centering head while retaining the 28 mm, and the construct felt more normal and stable. There was no delay. All available information has been disclosed.

Manufacturer narrative:
PRODUCT COMPLAINT # (b)(4)DePuy Synthes is submitting this report pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which DePuy Synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, DePuy Synthes or its employees that the report constitutes an admission that the device, DePuy Synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.If information is obtained that was not available for the initial MedWatch, a Follow-up MedWatch will be filed as appropriate.